Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was identified to have a damaged body armor. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 3.70mm x 5.74mm in length and are axially aligned with the tube axis. Material is missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The complaint regarding a damaged body armor was confirmed by failure analysis. The probable toot cause of scratches and damage to main tube are attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.